Event description:
It was reported that the patient presented with over-sensing due to electromagnetic interference on the right ventricular lead. Sensing issue was also exhibited on the far field channel. No intervention was performed. Patient condition was stable.